Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The patient had presented with a low heart rate and r-waves had dropped since implant. Rv lead movement was confirmed via chest x-ray. The patient was admitted to the hospital and a revision procedure was performed. The rv lead was repositioned and lead measurements were within normal limits. The patient reported feeling lethargic with no other symptoms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.